Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient reported that the controller would not connect to the ins, preventing them from charging the stimulator or adjusting the settings. They reported that the controller would only connect to the ins with the recharger. When pt was asked if there was any error message that displayed on their screen pt mentioned being stuck in checking the recharger screen. Pt stated that the issue started about a week ago and gradually getting worse. Agent had pt reset the controller, clean the port and pins; pt confirmed no visible damage on the controller, battery pack and recharger. Pt reinserted the battery pack and attempted to charge their ins. Pt confirmed being stuck in checking the recharger screen. Agent had pt unplug, clean the connections, and re-plug the recharger; pt confirmed that the ins started charging with excellent quality, controller 60% and ins 30%. During the call, patient also attempted to connect to the ins without the recharger, and they got a 'no device found' message, despite not covering the top of the controller and positioning the device close to the ins site. Pt denied recent fall or trauma. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.